Event description:
The manufacturer received information that a ventilator's internal battery failed to charge. The device was not in patient use. The device was returned to a third-party service center for evaluation and the customer's complaint was confirmed. The device's internal battery was replaced to address the issue.